Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Itit was reported that a patient experienced cloudy peritoneal dialysis (pd) effluent coincident with peritoneal dialysis (pd) therapy. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics (dose, frequency, and route not reported). On an unreported date, the patient's pd catheter was flushed due to the cloudy pd effluent. The outcome of the event was not reported. It was not reported if dianeal therapy was ongoing. No additional information is available.